Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 58-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. During the course of support, extracorporeal membrane oxygenation was initiated on day 2, with extracorporeal membrane oxygenation serving as the primary hemodynamic support device and the impella being utilized for left ventricular venting. After 5 days of impella cp support, during planned device removal, a 5-inch thrombus was noted upon explant. Vascular surgery was immediately consulted and evaluated the patient, and no additional intervention was required. While on support, the impella cp device was operating at performance level 3 with expected flows of 2.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and removed. The patient survived to explant and was escalated to an impella 5.5 device. Thrombus formation is an increased risk with ECMO in conjunction with impella due to the laminar flow and may occur in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.